Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-feb-2023. H6: investigation summary ten sealed samples, eight from batch regq4055 and two from batch regq4049 received by our quality team for investigation. Upon visual evaluation, no defects or issues observed on the needles. Each needle was connected to a syringe with saline solution, all samples expelled the solution with normal flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10

Event description:
It was reported that the bd safetyglide¿ needle was blocked when trying to push medication through. The following information was provided by the initial reporter: "I have been getting numerous complaints from nursing staff regarding the bd safety glide needles #305916, lot # regq4055, exp 02-28-27. It seems like the needle is blocked when we try to push medication. We had a couple incidents that the patients had to be poked twice... There was no medical treatment required to any patient due to the reported issue. The needle was replaced and the nurse made sure vaccine was able to be pushed through when air was removed in syringe."

Event description:
It was reported that the bd safetyglide¿ needle was blocked when trying to push medication through. The following information was provided by the initial reporter: "I have been getting numerous complaints from nursing staff regarding the bd safety glide needles #305916, lot # regq4055, exp 02-28-27. It seems like the needle is blocked when we try to push medication. We had a couple incidents that the patients had to be poked twice. There was no medical treatment required to any patient due to the reported issue. The needle was replaced and the nurse made sure vaccine was able to be pushed through when air was removed in syringe."

Manufacturer narrative:
Investigation summary - no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.